Event description:
It was reported that the patient presented with an acute myocardial infarction. The procedure was to treat a lesion located in the distal left anterior descending artery (lad). Predilatation was performed prior to stenting of the lesion. A 2.75x23 mm xience v stent was implanted in the proximal lad artery. After stent deployment a dissection was noted at the distal end of the deployed stent. An attempt was made to cross for treatment of the dissection with a 2.75x18 mm xience v stent; however, it failed to cross through the deployed stent. Additional postdilatation of the deployed stent was performed; however, the 2.75x18 mm xience v stent delivery system still would not cross. A non-abbott 2.75x18 mm bare metal stent was advanced and deployed successfully to treat the dissection. There was no clinically significant delay in the procedure reported. The patient is reported to be doing well. No additional information was provided.

Manufacturer narrative:
(B)(4). There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience v everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.